Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Customer drank juice to address the low bg. Reportedly, the customer alleged that the basal rate settings on pump changed without user input. Tandem technical support reviewed the pump data logs and verified that there was user interaction prior to the changes made to the settings. The customer did not acknowledge the information provided. Tandem technical support instructed customer to consult with healthcare provider for diabetes management.